Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. Upon investigation the rear response button was non-functional and was missing it's cover. The root cause for the non-functional response button was unable to be positively determined, but may have been caused by physical abuse as the monitor was returned with signs of damage to the response button. No adverse event resulted from the defective monitor. The last patient to use this monitor did not report any deficiencies.

Event description:
Review of service data detected a reportable event. Upon servicing monitor sn (B)(4), the monitor's rear response button was defective. The last patient to use this monitor did not report any deficiencies.